Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was capped and replaced due to lead fracture, loss of atrial capture, and loss of atrial sensing. The patient was reported asymptomatic before entering the hospital. The patient condition was good during and after the procedure.